Event description:
Pt was injected with radiesse dermal filler in the glabellar. When being injected it was very painful in one injection site. When the pt was at home she noticed the area had turned white, four days later the area started draining.

Manufacturer narrative:
Pt reported that she was injected in the glabella with radiesse dermal filler, when she was injected it was very painful. When the pt was at home the area had turned white. Four days later the area began draining. Pt returned to the injecting physician and was diagnosed with a cellulitis and an occluded vein. The pt was prescribed azrothmycin po, bid, nitro-bid ointment and bactrocin topical ointment. The area is healing with out problems. Injection into the glabella is an off label use.